Event description:
It was reported when using the pyxis medstation es system, cubie encountered a failure. The customer reported that the issue occurred when they trying to access medication for the patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was read, write errors on cubies. The field service engineer replaced all defective cubies and verified that the inventoried drawer is functioning properly. The system functioned as intended after the field service engineer troubleshot the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.